Event description:
During investigation into a (B)(6) female pt's death, zoll customer support contacted the pt's nurse who reported the device was not functioning correctly. The pt's doctor reported that the cause of death was a pulmonary embolism.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (device malfunction) has been investigated. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer / analog board sn (B)(4). The root cause for the component failure cannot be positively determined. No adverse event resulted from the defective bga chips.